Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, although the root cause could not be identified, the following causes can be inferred from the investigation result: the adhesive was peeled off due to the application of external force such as strong rubbing on the relevant part during transportation, storage, use, cleaning, etc. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported issue was able to be duplicated. Brush restriction due to tear inside biopsy channel was observed. Multiple broken strands were found on the insertion tube and leak was noted on the biopsy channel. Crack on ¿a-rubber¿ bending section was found and tear marks, leaks were observed on the forceps passage. In addition, peeling on the c-body (control body) forceps cover glue was noted. Based on evaluation findings the failures could be attributed to user handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
It was reported that when brushing the channel in the manual cleaning the brush at the scope tip would veer to the right and would not come out the end. The reported event occurred during reprocessing. Prior to the event, the device was used on endoscopic ultrasound (eus) fine needle aspiration procedure where the user reported something was bending the needle. There was no patient involvement, no user injury reported due to the event.